Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds such as nasolabial folds.

Event description:
Pt had an injection of hydrelle and had pain, swelling, redness, cyst and drainage. The pt was put on prednisone. Pt still has swelling and redness at the time of this report.